Manufacturer narrative:
The sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed two dissection complaints were associated with the same patient for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample will not be received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU) the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported, after treatment with three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly a minor dissection occurred. The health care professional (hcp) treated the minor dissection with a self expanding stent to prevent it from becoming a flow-limiting dissection. The facility is unaware of the sample disposition, thus the sample is unlikely to be returned. The patient was discharged the following day, with no additional adverse patient effects reported. This is one of three products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00006, 3006513822-2016-00008.